Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 38 x 2.50 promus premier drug eluting stent was selected for use and advanced to treat the lesion. However, resistance was met while advancing the device towards the lesion and after the device was removed, the distal segment of the stent was noted to be damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis with the pigtail mandrel and stent protector. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. There was also a hypotube break 207mm from strain relief. It is noted that the break and the kinks are all consistent with excessive force having been applied to the device. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 38 x 2.50 promus premier¿ drug eluting stent was selected for use and advanced to treat the lesion. However, resistance was met while advancing the device towards the lesion and after the device was removed, the distal segment of the stent was noted to be damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.